Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown listerine ultraclean access flosser replace heads. Upc#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with listerine ultraclean access flosser replace head. Consumer stated that the floss chipped a piece of her tooth. The consumer is seeking medical attention and intervention to resolve the event. This is all the known information at this time.